Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 25 mar 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced four different incidences, which were associated with separate units, involving separate patients. This is the fourth of four reports. Refer to 9611594-2020-00048 for the first report. Refer to 9611594-2020-00049 for the second report. Refer to 9611594-2020-00050 for the third report. It was reported that "sutures broke during dilatation." Additional information received 11-mar-2020 indicated that "the four physicians who place enteral feeding tubes in the seven hospitals have reported that they've been experiencing breaking sutures during dilatation for approximately the past six months." No patient injury has been reported. Additional information has been requested.